Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of cross talk from the atrial channel with greater than five seconds of pacing inhibition. A defibrillation threshold (dft) test was performed and the sensitivity was adjusted and other zone programming changes were made. It was noted that the patient was asymptomatic due to the pacing inhibition. There have been no additional oversensing episodes noted since the programming change. When making the programming changes it was observed that the magnet response was updated, however, the field representative stated that she did not reprogram the magnet response. Boston scientific technical services (ts) and engineering were consulted. It was determined that some settings are changed indirectly based upon other changes made to the device. This was normal device function. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.